Event description:
Attempted to place an extended dwell catheter in baby's left saphenous vein, using neomagic 1.9 fr sl catheter with stylet (lot 1033). With catheter intact, it was primed with a sterile flush, as per protocol. Catheter was inserted to 6 cm and stylet was removed. As catheter was flushed, it was noted that there was a hole in the catheter at 6.5 cm. Catheter was removed and a second attempt was made with a second catheter, prepared the same way. This time, the catheter was inserted to 5 cm, stylet was removed and catheter was flushed. Again, a hole was noted in the second catheter at 6.5 cm. Catheter was removed, introducer was removed and insertion attempt was unable to be completed.